Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted. Motor was tested outside the device and passed. Unit received with minor scratched display window, broken reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed motor error during the fill tubing. Customer's blood glucose level was 319 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.